Event description:
The pt underwent a primary c section in 2003. Two days later the pt was returned to the or for a dehiscence of abdominal fascia closure. The closure was a running stitch and the knots were still intact at each end. The suture broke midline. The pt was resutured and their status is satisfactory. The product info was not available and the clinical suture was discarded.